Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33434. It was reported that during an scs trial procedure on (B)(6) 2020, the physician was unable to access the epidural space. As a result, the procedure was aborted.